Event description:
It was reported that when using the bd pyxis¿ medbank tower controls refrigerator key was not stocked in the cabinet. The customer stated that they were unable to access the medication, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the user was unable to get ativan out of the refrigerator. A technical support specialist found that the refrigerator controls key was not assigned in the system, which prevented the user from accessing ativan stored in the refrigerator. Further, the technical support specialist advised the pharmacy to assign the controls key in the system to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.